Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. The other xience xpedition referenced is filed under a separate medwatch report.

Event description:
It was reported that on (B)(6) 2015, the patient underwent a coronary procedure with implantation of a 2.5 x 38 mm xience xpedition stent and a 2.75 x 18 mm xience xpedition stent in the distal left anterior descending (lad) artery. On (B)(6) 2015, the patient was re-hospitalized due to chest pain. A coronary artery bypass graft (CABG) procedure was performed, treating the left anterior descending artery, the circumflex artery and the right coronary artery. No in-stent restenosis was noted in the xience xpedition stents implanted in the lad. No additional information was provided.